Manufacturer narrative:
The device was returned with button # 2 fully depressed and button # 3 (for balloon retraction) was not retracted. Visual inspection revealed that the balloon's proximal bond was detached from the polyimide shaft. The balloon was bunched up and proximal bond was severely damaged. The core wire and the distal end of the polyimide shaft were curled and show evidence of being flatten. There was a crease in the polyimide tubing that may have been caused by "pinning" pressure. A misalignment of the advancer tube with the tissue tract can cause the advancer tube to "pin" the catheter shaft and prevent the balloon from deflating completely. A notch at the distal end of the advancer tube indicates aggressive angular contact between the polyimide shaft and the advancer tube. Blood was observed in the inflation tube which indicated that the balloon may have been detached when the user attempted to deflate the balloon. This condition could cause the balloon material to bunch or cluster at the distal end of the advancer tube and present resistance during button # 3 retraction. Based on the information provided and the investigation performed, the cause of the balloon retraction jam was balloon material bunched at the distal end of the advancer tube which presents resistance during button # 3 retraction. The most likely cause for the balloon bond detachment was an application of excessive force during the withdrawal of the catheter. The review of the lhr (f1528902) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that the device was prepped according to protocol. A long 6f procedural sheath was exchanged for the mynx ace vascular closure device sheath without incident. The mynx ace vascular closure device was inserted. There was slight resistance upon insertion of the device but it was able to connect. The device was deployed according to protocol. Upon retracting button #3, it was noted that button #3 wouldn't slide all the way back. Checked to make sure the device was aligned with the tract and it was. Checked the stopcock on the device to ensure that the balloon was completely deflated and it was. The radiology technologist tried again to push down and back on button #3 and was only able to see the first part of the orange line and the device did come out. Manual pressure was held per protocol for 2 minutes with a follow up hold for another 2 minutes (total of 4 minutes hold) and no hematoma was noted. It was noted that the groin looked good, soft and squishy. The groin was dressed per hospital protocol. Looked at the device after and noted that the balloon could not be inflated again, it appeared to have been punctured somewhere/somehow. Also tried to retract button #3 again and it would not push all the way back to see a full orange line. The patient's hospitalization was not prolonged as a result of the event. Additional information: at prep, the black marker on the inflation indicator was fully exposed. There was resistance while inserting the device. There was no resistance while pulling back. Unusual force was not applied while shuttling down/retracting. Procedure type: diagnostic peripheral vessel size: 5 mm sheath size: 6f stick location: medium.